Event description:
In 2007, a nurse reported the patients symptoms of back and leg pain with numbness returned following a previous catheter revision (late 2006). A revision of the distal portion of the catheter was completed on a month prior to original date, resolving the patient's symptoms. Patient was being treated with lioresal, dosage was not provided. A CT myelogram was scheduled. The pain the pump was put in for was being successfully treated but the catheter position issue was a continuing problem for the patient.

Manufacturer narrative:
This report is being sent following an internal audit. Additional MDR report involving the same patient and device include: MDR report numbers: 6000030200700196 and 2182207200805816.